Event description:
Patient presented to the physician with swelling at the neck incision site and the incision was crusted. Physician examined the area and noted signs of infection. Physician prescribed antibiotics.